Manufacturer narrative:
(B)(4). Visual inspection of the returned device found the working length was kinked closed to the distal section. The side car-rx was found pushed back out of specification. Functional inspectional was performed and found the basket could open and close without problems. One jagwire was used to test the pass through of the side car and didn't present any problems. Based on all available information, the failures found may be related to user manipulation and/or some technique applied during procedure. Therefore, the most probable root cause was chosen as adverse event related to the procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the biliary ducts during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the side car-rx broke and the basket failed to open. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. Investigation results revealed that the side car-rx was pushed back; therefore, this is now an MDR reportable event.